Manufacturer narrative:
Pump passed displacement test, unexpected restart error test and all operating currents tested within the spec range. Pump was monitored and tested with no failed batt test noted. Pump received with corroded battery tube noted.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test alarm. The customer¿s blood glucose was unknown. Troubleshooting was performed. The device will be returned for the analysis.